Manufacturer narrative:
This report is submitted on march 18, 2022.

Event description:
Per the clinic, the patient experienced pain, inflammation, oedema and redness at the implant site. There was an extrusion of the device, and the area was infected which was treated with oral and IV antibiotics. A skin revision and an explant were performed under a general anaesthetic on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 29, 2022.